Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances, measuring greater than 125 ohms. It was noted the shock impedances had decreased in february after a successful shock was delivered. Boston scientific technical services (ts) discussed programming options. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances, measuring greater than 125 ohms. It was noted the shock impedances had decreased in february after a successful shock was delivered. Boston scientific technical services (ts) discussed programming options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received detailing that, the rise in impedance has been gradual over time. A commanded shock was performed prior to a normal battery depletion procedure in order to evaluate the lead. The procedure was performed and the issue was resolved, however, the patient will continue to be monitored to ensure the impedances do not rise up again. This lead remains in service. No adverse patient effects were reported.